Event description:
It was reported that the patient noted her device was not working. It was noted that the device was not stimulating her bladder. It was like the patient didn't even have the device at all. The patient had used patient programmer and verified that stim was turned on. The patient was told when she goes through scanners, like at a courthouse, she should turn her device off. The patient's granddaughter was at a hospital and they had a scanner. The patient didn't even think about it because it was an emergency situation with granddaughter. The patient went through ER scanner twice and apparently the patient did not turn device off during those times and ever since then patient's device had not worked. The patient went through the scanners at hospital last week. The patient noted where the "wires connect" the patient had been having like a shooting pain in tailbone. This had been going on for 3 or 4 weeks. The patient had called hcp (health care provider) regarding all problems and was waiting on hcp to call back.. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID: 3037, serial# (B)(4), product type: programmer. Patient product ID: 3 889-33, lot# va08h1d, implanted: (B)(6) 2013, product type: lead. (B)(4).